Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt2111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "a tegaderm dressing is applied to the port, but the distal end of the line where it meets the clave is where the break is occurring and this portion hangs down below the dressing. Occurred in pediatric department."